Manufacturer narrative:
The pump was not returned for investigation. The root cause of the access site bleeding was most likely use related as an extra suture was added to control the bleed, user issue. Section: potential adverse events (united states). Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed access site hematoma. The hematoma was decompressed and there was oozing. Femstop was applied, an additional suture was placed, and 3 units of blood products were provided to the patient as treatment. The patient¿s overall condition continued to worsen, and the decision was made to withdraw care and the patient expired. Per medical safety officer review there is not enough information to associate use of device with outcome.